Manufacturer narrative:
Brevera disposable received : visual inspection was performed and it was found that the tubes were cut off so the disposable can not be functionaly reviewed. Hence the complaint can not be confirmed. H6 : invetigation findings code suggested : device damaged unable to test. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The expiration date for the device was october 22nd 2021 , the procedure date was (B)(6) 2021 , the customer used the product after its expiration date. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2021 , the physician was unable to acquire samples , 2 devices were used , patient experienced greater pain and developed an hematoma after the procedure. No other information is available.